Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), lot: 3173780. Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), lot: 3196989. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), lot: 560325.

Event description:
It was reported by the patient that during a non-device related procedure, the physician accidentally cut the implanted spinal cord stimulation leads. Four days later, the patient underwent a procedure where four leads were explanted. It is unknown which of the four devices were cut and if the system was turned off during these procedures. There were no patient complications due to the events. The devices will not be returned as they were disposed of by the medical facility.

Event description:
It was reported by the patient that during a non-device related procedure, the physician accidentally cut the implanted spinal cord stimulation leads. Four days later, the patient underwent a procedure where four leads were explanted. It is unknown which of the four devices were cut. The device was turned off during these procedures and there were no patient complications due to the events. The devices will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Correction to the initial MDR. The suspect medical devices reported in this MDR form should not have been reported on a 3500a MDR form. There was no reportable allegation against the device itself as this was due to an unintended user error. Additionally, this event did not lead or might have led to a serious deterioration in health to this patient as it was verified that the device was turned off during these procedures; there was no active electrical current from the leads that could have potentially harmed the patient. The cut leads were identified and removed while the patient was under medical supervision in a controlled environment. As there was no reportable allegation against the device itself and no evidence of a serious injury, harm, or deterioration to the health of the patient as a result of the event, boston scientific does not consider this to be a reportable incident. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), lot: 3173780. Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), lot: 3196989. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), lot: 560325.